Event description:
Boston scientific rec'd inf that this subcutaneous implantable cardioverter defibrillator (s-ICD) that was initially implanted in (B)(6) 2014 was electively moved under the muscle on (B)(6) 2015 for cosmetic reasons and initial suspicion of an infection which was refuted. Several weeks later, the s-ICD was emitting tones as a result of a high shock impedance measurement. Manual testing was performed and yielded shock impedance measurements above 400 ohm's. All three sensing vectors were clear and free of any visible anomalies. A connection issue was suspected. A chest x-ray was performed but it could not be verified if the setcrew was fully engaged. A memory download was performed and sent to boston scientific technical svc (ts) for further assistance. A ts consultant reviewed the data a confirmed that the shock impedance measurement was 87 ohm's up until the day of the revision. After the procedure, the next automatic shock impedance measurements were out of range, indicating an open circuit condition. The ts consultant discussed actions that could be taken to resolve the issue. No adverse pt effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was reported that a revision procedure was performed. It was confirmed that the electrode was not fully connected to the s-ICD. The setscrew of the s-ICD was stuck and the physician was not able to engage the setscrew to complete the connection. As a result, the s-ICD was explanted and successfully replaced with an emblem s-ICD. Induction testing was performed and was successful. The impedance measurement for the delivered shock was 55 ohms. No additional adverse patient effects were reported. The electrode remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection of the device confirmed that the setscrew was stuck in the up position against the retainer ring, and laboratory engineers confirmed that the setscrew could not be loosened using a standard model torque wrench. Additional testing found that the force required to loosen the setscrew exceeded the torque capable of being produced by the standard torque wrench used with this model. Once freed, the setscrew turned easily in the terminal block. Further inspection of the electrode witness marks in the device port showed that the electrode had been fully inserted. In addition, an electrode was inserted into the ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested the device operated appropriately throughout most of the tests, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The device was out of specification for one test but it was concluded that it was a result of a memory corruption and it would not have had any impact on therapy delivery in the field or with the observations reported from the field. Laboratory analysis determined that the setscrew of the device became stuck in the up position during the first revision to move it under the muscle as a result of a non-standard torque wrench being used on the setscrew during the procedure.

Manufacturer narrative:
A revision will be performed to evaluate the connection. Once any add'l info becomes available, this report will be updated.